Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. End user advised the push nut came off. He found it and replaced it. He also advised that another part broke off the other day, but that part is not available as a service part. He taped that up and it is working. MDR filed.